Manufacturer narrative:
Additional information is provided. No sample returned for evaluation. The 25 gauge illuminated flex curved laser probe, l/n was manufactured on january 24, 2018. There were 1674 paks associated with this lot. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that the laser probe would not fit through the 25g trocar. The probe was exchanged to complete the surgery with no harm to the patient.